Manufacturer narrative:
Product complaint (B)(4). Investigation summary; the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot; a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. D6a.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence found, nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was provided for this device.

Event description:
Medical records were received and stated the following: doe: (B)(6) 2021: patient received a right hip closed reduction to treat dislocation. The surgeon notes the patient had a dislocation and closed reduction three days earlier. The procedure was completed without complications. Dor: (B)(6) 2021: patient received a right hip revision to treat instability secondary to recurrent dislocations. Upon entering the joint, the surgeon confirmed the joint instability. The cup and screws were well-fixed but revised to accommodate the patient¿s anatomy. The head and liner were revised. The stem was well fixed and retained. The patient received a competitor cup, screws, and liner with a depuy femoral head. The procedure was completed without complications. Doi: (B)(6) 2010. Doe (B)(6) 2021 closed reduction to treat dislocation . Dor: (B)(6) 2021 revision to treat instability due to recurrent dislocations right hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad (B)(6) 2023: in relation to aei note-(B)(4), after review by the clinician, added acetabular cup and 2 bone screws. Doi: (B)(6) 2021, dor: (B)(6) 2021, right hip. This pc is related to (B)(4) first revision doi: (B)(6) 2010 - dor: (B)(6) 2021, (right hip).